Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low bg (37 mg/dl) and carbohydrates were consumed to address bg. Cause of low bg was not known; however, customer discontinued using the sleep mode setting and bg issue improved. As customer was not experiencing a low bg at time of report, troubleshooting was not performed. Contact declined further assistance from tandem technical support. Recommended was made for customer to discuss event with their healthcare provider.